Event description:
It was reported that a user experienced recurrent hypoglycemia after meal announcements while using the ilet bionic pancreas, with rapid drops following meals, subsequent large carbohydrate intake for correction, rebound hyperglycemia, and repeated cycles of lows and highs; the device issued low and urgent low alerts and suspended insulin delivery during a hyperglycemic rebound, and no alarms or hardware malfunctions were reported. Symptoms included low blood glucose to a nadir of 39 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates multiple times daily and no medical intervention or hospitalization. Investigation included clinical troubleshooting and education with review of device behavior and data trends. Investigation of this case revealed user-related overtreatment of hypoglycemia and inappropriate timing of meal announcements during low glucose, with device functioning as designed, including insulin modulation and suspension. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education needs regarding hypoglycemia treatment and meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.